Manufacturer narrative:
Unit received with critical pump error and pump error 35 confirmed in history file due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit received with minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked retainer and minor scratches on lcd window.

Event description:
Customer reported the insulin pump had critical pump errors alarm. Customer cannot recall blood glucose reading. Troubleshooting was performed. Customer reported they received a critical pump error image on the pump screen. Customer unsure if insulin pump error(s) was displayed before the "critical pump error" image displayed on the screen. Customer sensor sugar reading was over 400 mg/dl. Customer recommended customer refer to back up plan per healthcare provider instructions. Insulin pump will be returning for analysis.